Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a transseptal puncture a needle was used to puncture the septum. The physician noted under fluoroscopy, that a pericardial puncture had occurred. The procedure was then terminated, and an echocardiogram performed. The pericardial effusion could not be identified or documented. The patient remained stable and was transferred to the intensive care unit [ICU] for further observation.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.